Manufacturer narrative:
Product analysis:it was determined at analysis that both output connectors on the external pulse generator (epg) may be cracked. Rep laced as preventative. Hanger was cracked, keypad window was scratched, both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.